Event description:
Laparoscopic cholecystectomy - "upon entry of the ca500 in to the patient, the surgeon deployed 2 clips on the cystic duct. The third clip deployed was unsuccessful. The clip lodged in the jaws and would not fully close. The surgeon then removed the clip with a grasper and tried again. This time the closure of the clip was unsuccessful when the surgeon squeezed the handle to the entire closure position. The ca500 was removed and handed to the scrub tech, who then tried to fire the clip on the mayo, nothing would come out. Upon pick up by rep, and washed, a test fire was done w/ no problem." Patient status - "normal."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.